Manufacturer narrative:
1085 not labeled. Based upon a review of engineering and fieed service data, it was determined that no change to distributed product was warrented. Corrective action has been implemented with the supplier to further reduce likelihood of occurrence.

Event description:
An engineering investigation identified a discrepant transformer crimp on the device defib processor pcb assembly. This discrepancy could result in a failure of the device defibrillator charge function.